Manufacturer narrative:
The coil was returned with buckling damage in multiple sections that caused a separation of the primary windings. The coil¿s socket ring was found pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. Located at the locking mechanism and distally, and the skive has been opened and the resheathing tool¿s v notch has a minor fracture. It should be noted that the microcoil system was returned cleaned which may have removed evidence or further damaged the coil post-procedurally. The evidence suggests that there are two possible contributing factors to the microcatheters movement away from the target aneurysm. These factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor to the microcatheters movement may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the coil¿s socket ring to be pushed down under the outer sheath, caused buckling damage to the coil, and the binding action may have caused the unknown microcatheter to move off the target. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor to the microcatheters movement off the target site may have been due to distal interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis the positioning difficulty may have occurred to interaction with the microcatheter, but without return of the microcatheter the event could not be confirmed. Additionally, the damage coil was confirmed, but the cause is unknown. Additionally, the damages found during analysis could not be substantiated through investigational questions. With the limited information, the events might be related to user handling or procedural factors, additionally the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During treatment of an acom aneurysm, the envoy catheter was kinked during prep, and the deltapaq coil was in the unknown (mc) microcatheter when the mc lost target site. Additionally, the coil was received for analysis damaged, buckling and separated sections. It was reported that the surgeon noted there was a kink on the 6 french mpd envoy (gc) guide catheter (67025800/lot no. 15949179 not confirmed) during prep and changed to another gc. Additionally, during the procedure, the surgeon advanced the deltapaq cerecyte microcoil (cdf10015230/ m10252) found that the unknown (mc) microcatheter had been pushed out of the aneurysm. The surgeon had to remove the coil and put the mc in place again. Then, the microcatheter was changed to an axium1.5-2 to complete the procedure. No adverse event occurred.